Event description:
The customer reported that the insulin pump is over-delivering and caused a low blood glucose reading of 35 mg/dl. Later the customer experienced a high glucose level of 425 mg/dl. The customer bolused and the blood glucose only went down to 362 mg/dl. Through troubleshooting, time and fill cannula amount were corrected. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.